Event description:
Complainant alleged that clinicians were attempting to cardiovert a pt when the device displayed an "open air discharge" message upon the third shock attempt. The pt was connected with non-zoll ECG electrodes and zoll stat padz for the procedure. Attempts to view the pt's heart-rhythm via leads I, ii, and iii reulted in only a dashed line being displayed. Clinicians switched to electrodes and were able to view pt's ECG. Two successful shocks of 360 joules were delivered to the pt. Upon the third shock attempt, the device displayed an "open air discharge" message and there was no indication that the energy was delivered to the pt. A fourth shock at 360 joules was successful and the pt's heart-rhythm was converted. The comlainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.